Event description:
It was reported that the patient underwent a pulmonary vein isolation procedure on (B)(6) 2024. The patient reported to the hospital on (B)(6) 2024 and died sometime between (B)(6) 2024 due to presumed atrio-esophageal fistula.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite x case study were returned. Both the tactisys log file and case study analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.